Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Unable to prime during prime test due to faulty force sensor (gold). Unable to verify no delivery alarm due to prime anomaly. Pump passed basic occlusion test and displacement test. Pump was monitored and had no hot on pump noted. No damage found on the lcd isolation tape noted. No moisture damage or burn on electronics noted pump received with stained end cap sticker, severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer is unable to remove the set at this time to examine the cannula. The customer was advised to change the entire infusion set. The customer is going to have the pump replaced. The customer was advised to revert to her back up plan.